Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that the measurement obtained from the ra1000 is not the same measurement that is obtained from the siemens modality. There was no reported patient injury associated with this event.